Event description:
A clinic manager reported that since starting with the updated lines, the transducer protectors are not functioning properly. The arterial chamber "sucks" out, tmp alarms, and clotting venous chambers. This results in patients' lines being replaced or if possible, use the "old transducers" to correct. Once these are attached, the machine no longer has issue. The manager verified that the event was during treatment and the alarm was a transmembrane pressure (tmp) alarm. There was no loose connections and no damage seen on the bloodline.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.